Event description:
It was reported that a patient presented to clinic for follow up. Device interrogation revealed high capture threshold and r-wave amplitude variation on their right ventricular lead. On (B)(6) 2022, the physician elected to reposition the rv lead. There were no patient consequences.